Event description:
This is 1 of 2 reports linked to mfg report number 3004608878-2025-00186: a facility reported that the mayfield composite series base unit, standard (a3101) was not secure and the patient's head slipped during the case. After further investigation, the equipment coordinator from the facility advised the following "the incident did not occur during a case and was the result of user error. It appears the end user may not have tightened the screw securely. No patient injury was reported."

Manufacturer narrative:
The mayfield composite series base unit (a3101) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit was unable to duplicate slippage. The unit passes all specific functional testing and does not need any repairs currently. However, the unit was received without the swivel adapter. Root cause - the complaint is not confirmed since the unit passed all specific functional testing. The probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.